Event description:
It was reported that the rear door needs to be repaired or replaced. The programmer was returned for service. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power cord bay door was broken. It was also noted that an error code was found in the error log.